Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was unable to recharge. The event resulted in an unscheduled clinic or office visit. An examination was performed which found the ins fully discharged. The etiology indicated the relationship of the event to the device or therapy was related, not related to the implant procedure, and related to non-compliance of the patient as they forgot to recharge. The entire device system was replaced on (B)(6) 2017. The outcome was reported as resolved without sequelae on (B)(6) 2017. No patient symptoms were reported. No further complications were reported or anticipated.